Event description:
It was reported that it was not smooth while inserting the catheter through the skin.the patient experienced stiffness and it was not smooth when the nurse did the puncture. No medical or surgical intervention was reported.

Manufacturer narrative:
A product was received and sent to the supplier for investigation. This is a supplied item; the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. D5 and e4 are unknown. No information has been provided to date. G5 is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).